Manufacturer narrative:
The astral user guide provides the following warning: - ¿if you notice any unexplained changes in the performance of the device, if it is making unusual or harsh sounds, if the device or the power supply are dropped or mishandled discontinue use and contact your healthcare provider.¿ the astral 100/150 user guide provide the following warnings: - ¿for ventilator-dependent patients, always have alternate ventilation equipment available, such as a back-up ventilator, manual resuscitator or similar device. Failure to do so may result in patient injury or death. Ventilator-dependent patients should be continuously monitored by qualified personnel or adequately trained carers. These personnel and carers must be capable of taking the necessary corrective action in the event of a ventilator alarm or malfunction.¿ resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned yet, therefore, resmed is unable to determine if there was a malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient became unresponsive, and their oxygen desaturated after having difficulty while on an astral 150 and suctioned. Customer reported condensation was in the device tubing and the low minute ventilation alarm displayed at the time of the event. Patient was placed on a backup device, ems was called, patient was admitted to intensive care unit and has recovered.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs did not reveal any malfunctions that impact ventilation to the patient. Device passed all performance tests. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient became unresponsive, and their oxygen desaturated after having difficulty while on an astral 150 and suctioned. Customer reported condensation was in the device tubing and the low minute ventilation alarm displayed at the time of the event. Patient was placed on a backup device, ems was called, patient was admitted to intensive care unit and has recovered.